Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. The cause of this peritonitis was use error-breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer reported having a belly infection. Per the home patient's peritoneal dialysis (pd) nurse on regarding the reported incident, the nurse reported and confirmed the patient did have peritonitis. The cause of the peritonitis was due to the home patient not masking properly. The patient was not hospitalized for the peritonitis event, but was treated with antibiotic therapy (vancomycin 1 g intraperitoneally (ip) and gentamicin 60 mg ip). The patient is considered to be recovered from the peritonitis event. Per the pd nurse, the patient was retrained on how to properly perform pd therapy using aseptic technique. No additional information was available at the time of this report.